Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The foot switch was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 6800 system had a problem with the footswitch. No patient injury was reported.